Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("extreme, debilitating menstrual pain"), menorrhagia ("abnormal heavy menstrual bleeding"), allergy to metals ("nickel allergy"), weight increased ("weight gain"), dyspareunia ("dyspareunia"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy with removal of the essure devices). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, dysmenorrhoea, menorrhagia, allergy to metals, weight increased, dyspareunia, anxiety and depression outcome was unknown. The reporter considered abdominal pain, allergy to metals, anxiety, depression, dysmenorrhoea, dyspareunia, menorrhagia and weight increased to be related to essure. The reporter commented: plaintiff sought treatment on multiple occasions for her symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: full occlusion and proper placement confirmed. Further company follow-up with the consumer is not possible. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), device expulsion ("migration of essure device location of device / malposition of essure device location of device: uterus"), abdominal pain ("abdominal pain"), pregnancy with contraceptive device ("pregnancy(stillbirth or miscarriage)") and abortion spontaneous ("spontaneous abortion") in a 38-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not undergo essure confirmation test.". The patient's concurrent conditions included obesity, lower abdominal pain and hypothyroidism. Concomitant products included ciprofloxacin, ibuprofen, procet (acetaminophen w/hydrocodone) and promethazine. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2017, 3 years 9 months after insertion of essure, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device expulsion (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("extreme, debilitating menstrual pain"), abortion spontaneous (seriousness criterion medically significant), the first episode of menorrhagia ("abnormal heavy menstrual bleeding"), allergy to metals ("nickel allergy"), weight increased ("weight gain"), dyspareunia ("dyspareunia"), anxiety ("anxious"), depression ("depressed"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), the second episode of menorrhagia ("abnormal bleeding ( menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), back pain ("back pain"), bladder disorder ("bladder and urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy with removal of the essure devices), surgery (total laparoscopic hysterectomy with bilateral salpingectomy with removal of the essure devices) and surgery (total laparoscopic hysterectomy with bilateral salpingectomy with removal of the essure devices). Essure was removed on 15-sep-2017. At the time of the report, the uterine perforation, device expulsion, abdominal pain, dysmenorrhoea, pregnancy with contraceptive device, abortion spontaneous, allergy to metals, weight increased, dyspareunia, anxiety, depression, vaginal haemorrhage, the last episode of menorrhagia, female sexual dysfunction and back pain outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, allergy to metals, anxiety, back pain, bladder disorder, depression, device expulsion, dysmenorrhoea, dyspareunia, female sexual dysfunction, pregnancy with contraceptive device, urinary tract disorder, uterine perforation, vaginal haemorrhage, weight increased, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure. The reporter commented: plaintiff sought treatment on multiple occasions for her symptoms. Discrepancies noted as per pfs, previously date of removal was captured. Now it is given as patient did not undergo essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.4 kg/sqm. Hysterosalpingogram - on an unknown date: full occlusion and proper placement confirmed. Further company follow-up with the consumer, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 9-oct-2018: pfs & mr received. Reporter's information updated. Added event abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), apareunia, bladder or urinary problems or changes, malposition of essure device location of device: uterus / migration of essure device location of device, pregnancy (stillbirth or miscarriage), pain, perforation (uterus), she did not undergo essure confirmation test, abdominal pain, back pain. Patient's demographics was updated. Concomitant condition, concomitant drug was added. Updated onset date of event. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), device expulsion ("migration of essure device location of device / malposition of essure device location of device: uterus"), abdominal pain ("abdominal pain"), genital haemorrhage ("abnormal bleeding(general)"), pregnancy with contraceptive device ("pregnancy(stillbirth or miscarriage)") and abortion spontaneous ("spontaneous abortion") in a 34-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test." And device ineffective "device ineffective". The patient's medical history included multigravida (live birth dates: (B)(6) 2000, (B)(6) 2013) and parity 2. Concurrent conditions included obesity, lower abdominal pain and hypothyroidism. Concomitant products included ciprofloxacin, hydrocodone;paracetamol (acetaminophen;hydrocodone), ibuprofen and promethazine. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), 1 month 20 days after insertion of essure. On (B)(6) 2014, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2014, the patient was found to have weight increased ("weight gain"). On (B)(6) 2017, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device expulsion (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("extreme, debilitating menstrual pain"), abortion spontaneous (seriousness criterion medically significant), the first episode of menorrhagia ("abnormal heavy menstrual bleeding"), dyspareunia ("dyspareunia"), anxiety ("anxious"), depression ("depressed"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), the second episode of menorrhagia ("abnormal bleeding ( menorrhagia)"), back pain ("back pain"), bladder disorder ("bladder and urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy d & c and total laparoscopic hysterectomy with bilateral salpingectomy with removal of the essure devices). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, device expulsion, abdominal pain, genital haemorrhage, dysmenorrhoea, pregnancy with contraceptive device, abortion spontaneous, allergy to metals, weight increased, dyspareunia, anxiety, depression, vaginal haemorrhage, the last episode of menorrhagia, female sexual dysfunction and back pain outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, allergy to metals, anxiety, back pain, bladder disorder, depression, device expulsion, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, pregnancy with contraceptive device, urinary tract disorder, uterine perforation, vaginal haemorrhage, weight increased, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure. The reporter commented: plaintiff sought treatment on multiple occasions for her symptoms. Discrepancies noted as per pfs, previously date of removal was captured. Now it is given as patient did not undergo essure removal. Patient's current weight 209 lbs. Patient done home pregnancy test- confirmed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.4 kg/sqm. Hysterosalpingogram - on an unknown date: results: full occlusion and proper placement confirmed.. Further company follow-up with the consumer, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 5-feb-2019: pfs received: event abnormal bleeding(general) were added. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.